Manufacturer narrative:
Manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years one month of post deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast showed that superior extent of inferior vena cava filter was at superior vertebral body and inferior extent at l3- disc space. A total of 6 prongs had perforated through the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with myocardial infarction, pulmonary embolism, congestive cardiomyopathy and hematuria. Approximately two years and one month post filter deployment, a computed tomography (CT) abdomen and pelvis with intravenous contrast revealed the prongs had perforated through the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.